Event description:
It was reported to boston scientific corporation that during an unknown procedure the tip of the amplatz ptfe guidewire was noticed to be "faulty". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that during an unknown procedure the tip of the amplatz ptfe guidewire was noticed to be "faulty". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Analysis of the returned amplatz guidewire revealed that the tip of the guidewire unraveled, exposing the core wire. The coating was scraped on several sections along the entire body of the guidewire. Additionally, the corewire showed evidence of separation near the ball weld section. Clinical factors may have contributed to the damages found, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, operational context contributed to this event.